Event description:
A caller reported a malfunction on their insulin pump, specifically a malf 16 error, with the device being within warranty. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, but the malfunction recurred, leading to the decision to replace the pump. The caller was informed about the steps to take upon receiving the replacement and how to return the defective pump. The replacement pump was dispatched along with an email confirmation.